Event description:
Meter name: one touch basic enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: nervous, shaky. A patient reported they were unable to test on the meter for 6 months. Their meter allegedly had to power. Issue not resolved. The result on their meter was unable to test. There was no comparison. Not treated. No further information has been reported.